Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl; cause was not known. Reportedly, customer was "out of it" and assistance was required in administering manual injections and obtaining peanut butter and juice to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.